Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain female') and genital haemorrhage ('excessive bleeding/gen. Abnormal. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), genital haemorrhage (seriousness criterion medically significant), menstruation irregular ("irregular periods"), dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea(cramping)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), adnexa uteri cyst ("l. Fallopian tube w/ paratubal cyst"), uterine polyp ("polyp of corpus uteri") and cervicitis ("chronic cervicitis") and was found to have neoplasm ("other injuries/symptoms tumors") and uterine leiomyoma ("leiomyoma of the uterus"). The patient was treated with surgery (hysterectomy(full) and salpingectomy bileteral). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, abdominal pain, genital haemorrhage, menstruation irregular, dyspareunia, dysmenorrhoea, metrorrhagia, menorrhagia, neoplasm, adnexa uteri cyst, uterine polyp, uterine leiomyoma and cervicitis outcome was unknown. The reporter considered abdominal pain, adnexa uteri cyst, cervicitis, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, menstruation irregular, metrorrhagia, neoplasm, pelvic pain, uterine leiomyoma and uterine polyp to be related to essure. The reporter commented: patient received treatment for- dysmenorrhea, dyspareunia, pelvic pain, abdominal pain, metrorrhagia, menorrhagia, gen. Abnormal. Bleed, tumors, para tubal cyst. Polyp of corpus uteri. Leiomyoma of the uterus. Chronic cervicitis. Discrepancy in date of removal as: (B)(6)2017. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6)2008: bilateral occlusion.. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received- new events dysmenorrhea(cramping), chronic pelvic pain female, metrorrhagia(bleeding b/w periods), menorrhagia(heavy menstrual bleeding), tumor, l. Fallopian tube w/ paratubal cyst, polyp of corpus uteri, leiomyoma of the uterus and chronic cervicitis were added. Reporter and patient demography added. Updated suspected drug indication. Lab data was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and genital haemorrhage ("excessive bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstruation irregular ("irregular periods") and dyspareunia ("dyspareunia"). The patient underwent a surgical removal of the essure device on (B)(6) 2017. At the time of the report, the abdominal pain, genital haemorrhage, menstruation irregular and dyspareunia outcome was unknown. The reporter considered abdominal pain, dyspareunia, genital haemorrhage and menstruation irregular to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.